Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic liver fenestration and cyst removal procedure, the tissue pad melted and fell into the patient. At least some of the pad was retrieved, but unknown if all was retrieved. It was unknown how the procedure was completed. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Batch # r92499. Investigation summary: the analysis results found that the device was received with the tissue pad detached and not returned but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. No batch information was provided by the account with the images evaluated.,the batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Manufacturer narrative:
(B)(4). Additional information: photo images were provided by the customer. The images provided by the customer is that of what appears to be the tissue pad from a harmonic instrument. The probable cause of tissue pad damage is applying pressure between the instrument blade and tissue pad while activating the device without having tissue between the jaws. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch information was reviewed in the batch history record and it matches the instrument description. Because the instrument was not return our evaluation is limited.